Event description:
It was reported that during a follow up in clinic, high defibrillation impedance was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The explant date was estimated to have occurred in (B)(6) 2024. Further information was requested but not received.